Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: material #:382534, batch#:5017284. "The sheath split at the bottom when they were taking the needle out. So, they removed the whole thing."

Event description:
No additional information.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed; however, the root cause was undetermined. One 20ga insyte autoguard bc unit from lot: 5017284 was provided for investigation. The IV catheter was received without the needle. The catheter tubing was damaged, and the characteristics of the damage were consistent with needle puncture damage. Due to the evidence of use, damage may have occurred during the insertion process. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing-related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.